Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating the numbers were scrolling up on their own. Customer replaced the battery and the device alarmed. Customer's blood glucose is 120 mg/dl. A temporary basal was not programmed before the alarm. The device was stored or not in use for an extended period of time. Customer stated the device may have gotten wet. He went canoeing yesterday and had the insulin pump in a zip lock bag. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.